Event description:
Customer called lfs in 6/02 alleging the display on the meter was discolored, and was unable to view the results when testing blood sugar. The issue was unresolved with troubleshooting. Customer did not mention misuse of the meter, but had symptoms of feeling sleepy, and went to the doctor and gave them medication for diabetes. Meter has been replaced.